Event description:
Pt. Died post surgery, cause & date not known. Postop blood samples indicated hemolyzed specimens, cause not identified. Concern raised regarding possibility of device contributing to possible hemolysis. Two devices used during surgery.